Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "axillary lymphadenopathy", "clinical manifestations (infiltration of soft tissues)".

Event description:
Patient reported a right side rupture, "axillary lymphadenopathy on the right", and "clinical manifestations (infiltration of soft tissues)" discovered by ultrasound and MRI. Device has been explanted.

Event description:
Patient reported a right side rupture, "axillary lymphadenopathy on the right", and "clinical manifestations (infiltration of soft tissues)" discovered by ultrasound and MRI. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, h6 visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe as it is a medical event that is not related to the device. ¿ silicone migration: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.